Event description:
It was reported that a red alert was recorded as this right ventricular (rv) lead showed high out-of-range shock impedance of 129 ohms. This rv lead has had some gradual increase/fluctuations in impedance up to 107 and 117 ohms prior. Technical services recommended to bring the patient in to reset the alert and performed a full lead integrity test. However, ts indicated that the case does not appear to be an issue. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).